Event description:
High/varying impedance (400-2000 ohms), with significant non-physiologic oversensing, was reported to technical services while the patient was in the operating room for a suspected lead fracture. Lead replacement was recommended. No patient complications were reported as a result of this event.

Event description:
High/varying impedance, with significant non-physiologic oversensing, was reported to technical services while the patient was in the operating room for a suspected lead fracture. Lead replacement was recommended. Additional information was subsequently received. It was reported that the physician had not pulled out a long 7 french sheath. The impedances were abnormal because it was covering up the svc coil. Once it was peeled back, the lead was fine. There was no lead issue, and no patient complications were reported as a result of this event.

Manufacturer narrative:
Asku